Manufacturer narrative:
According to the facility, 'the heater was not turned off when removed from the patient, and the circuit was left in the patient's bed'. Per the facility, 'the heater was trying to reach the desired temp,' and the circuit tubing 'melted'. According to the facility the circuit was removed and a new device was used. There was no patient injury noted. The device was returned and a definitive root cause could not be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, 'the heater was not turned off when removed from the patient, and the circuit was left in the patient's bed'. Per the facility, 'the heater was trying to reach the desired temp,' and the circuit tubing 'melted'.